Event description:
The customer contacted physio-control to report that their device had a service indicator present and would no longer keep the correct date and time. Upon examination of the device, physio-control observed that the unit had a white display which is indicative of a device lock-up; therefore defibrillation would not be possible. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Physio replaced both the system controller (sc) and user interface (ui) pcb assemblies as well as the ui to stack flex assembly which resolved the reported failure. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.physio-control further examined the removed sc and ui pcb assemblies, as well as the ui to stack flex assembly, but was unable to duplicate the reported lock-up failure. The cause of the reported failure could not be determined.